Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). Caller states patient wants system replaced because she had trouble with getting her system to work. Caller states she wants a device from a different manufacturer. Caller states the patient would see a rep in the past and they would work with the patient for an hour and it would still never work. Caller is unsure when this started but knows it had to have been before or during 2018 as the patient states the ins has been dead for 2 years. Caller states the patient hasn't charged in two years, but it is unclear if patient has attempted to charge. Caller states battery has been dead for two years. Patient needs shoulder scan. It was reviewed that even if patient got in s out of an assumed overdischarge, the patient is not going to eligible for the shoulder scan given the implanted lead. Advised caller that patient can confirm with doc that the lead is indeed still implanted to save the time of pulling ins out of od since patient wants system removed.